Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10106 and 2134265-2016-10107. It was reported that jailing and no flow of the vessel occurred and the patient died. The patient presented with anterior wall myocardial infarction with left ventricular dysfunction. Vascular access was obtained via the radial artery. The patient was immediately taken to the catheter laboratory. During the procedure, it was found that the system was left dominant and the culprit vessel was lad. The de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The physician initially implanted a 2.25x28mm promus element " drug-eluting stent in the distal segment of lad. The physician then advanced a 2.75x38mm promus element " long and implanted it in the mid segment of lad overlapping the distal segment of lad. The physician decided to implant one more stent from left main (lm) to lad. A 32x3.50mm promus premier" drug-eluting stent was advanced and implanted it from lm to lad, overlapping the mid segment of the 2.75x38mm promus element " long stent. It was told that during the implantation of the promus premier" from lm to lad, the left circumflex (lcx) got jailed and then no flow happened. Since lcx was the only remaining vessel in the left dominant system, patient crashed and all the rescue attempts were performed by the physician and the catheter laboratory staff. The physician wired the lcx and tried to re-establish the blood flow in lcx, however, the patient did not recover and the patient died.